Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material was found in the air/water cylinder and air/water channel. The foreign material may not be removed because reprocessing could not be done properly due to the deformation of the plug unit, resulting in a loss of water tightness. However, olympus could not identify a definitive root cause of the event. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.